Event description:
Per the clinic, the patient was administered general anesthesia on (B)(6) 2014 to facilitate an abutment exchange. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.